Event description:
A customer reported that the pump battery would not charge. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by switching to a different charging cable, with no need for further troubleshooting.